Event description:
It was reported that a port was implanted in 2006. Four days later, the doctor noticed the patient's chest was protruding and the patient felt uncomfortable. As a result, an x-ray was performed and the port was confirmed to be split. The port was removed and deltec was implanted. The patient is listed as in stable condition.

Manufacturer narrative:
Follow-up report will be filed when evaluation is complete.